Event description:
During diagnostic lap, covidien sonicision handpiece would recognize battery and generator with a green light but would intermittently flash red not work properly. Battery and generator were switched to a new handpiece and worked fine.